Manufacturer narrative:
(B)(4). Date sent: 4/4/2025. D4 batch #: 396d39. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened as expected. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. A manufacturing record evaluation was performed for the finished device batch number 396d39, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the device locked and broke inside a patient. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 01/17/25. D4: batch # unk. B3: only event year known: 2025. Additional information was requested, and the following was obtained: 1. Please provide device details (product code/lot#/batch#) - lot # 388d61. 2. Was the plastic portion of the cartridge damaged? No. 3. Was the metal cartridge pan separated from the plastic portion of the cartridge? No. 4. What part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? Did any piece break off of the device? Stapler would not release from tissue after firing of stapler occurred. 5. Did it fall into the patient? N/a. 6. Did retrieval alter the procedure in any way? N/a. 7. If yes, please explain. 8. Could you please clarify if there were any patient consequences? Prolonged anesthesia due to stapler being clamped after tissue and unable to release. 9. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? None. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ats45 with lot number 388d61; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.